Event description:
It was reported that the surgeon inserted the micl12.6 implantab le collamer lens on (B)(6) 2009 and a cataract was noted on (B)(6) 2009. The lens was removed on (B)(6) 2010 and replaced with an iol.

Manufacturer narrative:
Method - medical review. Results: the icl is indicated in patients 21-45 years of age. There is a much greater risk of cataract in patients over 45 years of age post icl implantation. The patient in this case is (B)(6) of age. Anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the us FDA clinical trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. Cataract extraction was performed in these cases and visual outcome was good. (B)(4).

Manufacturer narrative:
(B)(4): evaluation method - a lens work order search was performed and there were no similar complaints found within the work order.(B)(4).